Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. A physician reported on behalf of a patient that her humapen savvio device was not working. The patient experienced increased blood glucose. When priming was attempted in the emergency department, insulin was not released, but it was noted that approximately 1 ml of insulin was missing from the cartridge. Therefore it was assumed by the reporter that the pen had been working properly before. A new cartridge was placed in pen, the needle was changed, and the plunger dispensed the insulin properly. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, received from a physician via a sales representative, concerned a (B)(6) female of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% from a cartridge via a reusable pen humapen savvio red. Indication for use, therapy start date and dosage regimen were not provided. On an unknown date, she was admitted to the emergency department (ed) with a blood glucose of 30 (units and reference ranges were not provided). When the humapen savvio red device was examined in the ed, it was the dose was at zero. When priming was attempted, insulin was not released ((B)(4)/lot unknown). There was 1 ml of insulin missing from the cartridge, so it was assumed that the humapen savvio red worked properly when first used. A new cartridge was placed in humapen savvio red; the needle was changed; and the plunger dispensed the insulin properly. The patient was given a new humapen savvio, and the old humapen savvio red was returned to her. Corrective treatment and outcome of the event were not provided. Action taken with human insulin isophane suspension was not provided. The operator of the device and his training status was not provided. The general device model and suspect device duration of use were not provided. The action taken with the suspect device was not provided and it was not returned to the manufacturer. The reporting physician considered the event related to human insulin isophane suspension therapy and did not provide a relationship between the event and humapen savvio red device. No follow up will be obtained since the reporting physician did not provide consent for further information. Update 01mar2017: upon review, this case was opened to add the product complaint information and number to the narrative; updated the medwatch for regulatory reporting; and updated the narrative. Update 05apr2017: additional information received on 05apr2017 from the global product complaint database. Recoded device from humapen savvio unknown color to humapen savvio red. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information. Corresponding fields and narrative updated accordingly. Edit 11-apr-2017: upon review, event coding was updated from blood glucose decreased to blood glucose increased. No other changes performed to the case. Update 13apr2017: additional information received on 12apr2017 from the global product complaint database. Updated the device specific safety summary (dsss).

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, received from a physician via a sales representative, concerned a (B)(6) female of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% from a cartridge via a reusable pen humapen savvio. Indication for use, therapy start date and dosage regimen were not provided. On an unknown date, she was admitted to the emergency department (ed) with a blood glucose of 30 (units and reference ranges were not provided). When the humapen savvio device was examined in the ed, it was the dose was at zero. When priming was attempted, insulin was not released ((B)(4)/lot unknown). There was 1 ml of insulin missing from the cartridge, so it was assumed that the humapen savvio worked properly when first used. A new cartridge was placed in humapen savvio; the needle was changed; and the plunger dispensed the insulin properly. The patient was given a new humapen savvio, and the old humapen savvio was returned to her. Corrective treatment and outcome of the event were not provided. Action taken with human insulin isophane suspension was not provided. The operator of the device and his training status was not provided. The general device model and suspect device duration of use were not provided. The action taken with the suspect device was not provided and its return was not expected. The reporting physician considered the event related to human insulin isophane suspension therapy and did not provide a relationship between the event and humapen savvio device. No follow up will be obtained since the reporting physician did not provide consent for further information. Update 01mar2017: upon review, this case was opened to add the product complaint information and number to the narrative; updated the medwatch for regulatory reporting; and updated the narrative.